Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffers from severe pain and discomfort which has increased over time. It is further alleged that she suffers and continues to suffer symptoms including, but not limited to severe pain, decreased range of motion, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated.